Event description:
Caller reported an alarm indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support instructed the caller to perform several corrective actions, including disconnecting and repositioning tubing and delivering boluses of insulin. Despite initial recurrence of the alarm, a successful bolus was eventually delivered, and the customer was advised to replace supplies and resume insulin. Follow-up support was arranged for further assistance.